Manufacturer narrative:
(B)(4). This report was not confirmed due to unavailable sample. The batch review was performed on potentially associated lot (h11d13051) with no issues noted. Based on the information obtained from baxter's investigation, the root cause of the alarm was not determined. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell. (B)(4) explained that the alarm indicated air had entered the setup and assisted the home patient (hp) with ending therapy. Product surveillance contacted the hp, who stated that he resumed therapy successfully after starting over with new supplies. The hp also stated he contacted his nurse regarding the alarm. The patient was involved, but there was no serious injury or medical intervention reported.